Event description:
Information was received from a patient representative regarding an implantable neurostimulator. The reason for call was to ask how to schedule a rep. Pt rep reported one day the device stopped working a few months back, maybe 5 months ago. Patient kind of let it go because patient was taking a lot of pills, patches and everything was too much. Patient finally got an appointment with healthcare provider. The hcp looked at patient and checked the x-rays and said the leads had migrated from their original insertion points. Hcp said they will contact the rep and instructed pt to call the manufacturer to see if the rep can be at their next appointment. Reviewed role of patient services. Reviewed the process of contacting the rep through hcp's office. Redirected to hcp. Transferred to prs as pt was not registered and did not have an ID card. No ins issues reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.